Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when inserting the puncture needle and pushing the guide wire 3-4 cm into the patient¿s body during the c atheterization process, it was difficult to insert the guide wire and it could not be pushed. When the puncture needle was pulled out, the guide wire was stuck on the puncture needle (could not be pulled out) and could not be used. The guidewire was provided with the kit being used. There was no dimension issue observed, there was nothing unusual observed on the device prior to use, flushing was done prior to use with no abnormality, and the were no other defects/damages found on the product. The puncture needle and the guidewire were removed simultaneously (in one action) from the patient. The guidewire was still intact (did not break apart) when removed. There was no other product utilized with the device and no excessive force was used on the device. There was no cleaning agent used on the device. As a preliminary action, after re-changing the catheter package the catheter was re-inserted. The procedure was completed using the new product. Post procedure x-ray was not done to check if all pieces were accounted for as the guidewire did not go all the way through the puncture needle. There was no intervention/treatment required as a result of the event. There was no substantial harm caused. There was no blood loss and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when inserting the puncture needle and pushing the guide wire 3-4cm into the patient¿s body during the ca theterization process, it was difficult to insert the guide wire and it could not be pushed. When the puncture needle was pulled out, the guide wire was stuck on the puncture needle (could not be pulled out) and could not be used. The guidewire was provided with the kit being used. There was no dimension issue observed, there was nothing unusual observed on the device prior to use, flushing was done prior to use with no abnormality, and there were no other defects/damages found on the product. The puncture needle and the guidewire were removed by hand simultaneously (in one action) from the patient. The guidewire was still intact (did not break apart) when removed. There was no other product utilized with the device and no excessive force was used on the device. There was no cleaning agent used on the device. As a preliminary action, after re-changing the catheter package, the catheter was re-inserted. The procedure was completed using the new product. Post procedure x-ray was not done to check if all pieces were accounted for as the guidewire did not go all the way through the puncture needle. There was no intervention/treatment required as a result of the event. There was no substantial harm caused. There was no blood loss and blood transfusion was not required. There was no reported patient injury.